Manufacturer narrative:
It was reported that the central nurse's station (cns) displayed comm loss with the devices that it monitored. No consequence or impact to the patients were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns: zm-531pa (serial number: unknown). Org-9110a (serial number: unknown). Rnss (serial number: (B)(4)).

Event description:
It was reported that the central nurse's station (cns) displayed comm loss with the devices that it monitored. No consequence or impact to the patients were reported.